Event description:
Per the clinic, the patient experienced skin flap breakdown subsequent to a reported head trauma (date not reported), resulting in a subdural hematoma. The implanted device remains. The patient is scheduled to have the device explanted, however, it is unknown if explantation has occurred as of the date of this report, (B)(6), 2013.

Manufacturer narrative:
(B)(4): implanted device remains.